Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the fogging could not be wiped away, resulting in an unclear image.

Manufacturer narrative:
Alleged failure: foggy. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: camera head conforms to specifications. The most provable root causes could be the scope, moister between the coupler and the scope, or ambient temperature and humidity. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the fogging could not be wiped away, resulting in an unclear image.